Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch link meter was reading inaccurately high as compared to her feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at around 9:00am, she obtained the alleged high readings of "307, 264, and 135mg/dl". The patient stated that she manages her diabetes with an insulin pump and simultaneously bolused with 6 units of humalog in response to the alleged high readings. Forty five minutes after the reported issue began, the patient claimed to have developed symptoms of being "sweaty" but denied receiving any medical treatment in response to the symptoms. During the troubleshooting, the cca determined that the patient was using expired strips. The patient did not have any control solution available and refused any replacement products at this time. Although the patient did not receive any medical treatment, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.